Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the product standard of the device and found that the device meets the standard. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon caused by an accidental failure due to variations in molded parts. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the procedure, the user found that the device (maj-207, suction valves) was fallen out several times because the device was not fitted to the endoscope channel properly. The user also found that a part of the rubber of the device was peeled off and clogged inside the scope. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.